Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is pulled from the collar. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14may2020. It was reported that the device could not cross. The stenosed target lesion was located in the right coronary artery. A 5-in-6 guidezilla was selected for use in a percutaneous coronary intervention. During procedure, the physician used guidezilla to advance the stent, however it could not cross upon withdrawal. However. It was further reported that the physician felt high resistance during the balloon removal within the guidezilla. Subsequently, the physician revealed that there was no visible damage noted with the devices upon withdrawal. The two devices were simply removed as a unit and was removed with the catheter from the patient. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed a separation and a pulled distal shaft from the collar.